Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code. There was no noted adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reemerges.